Event description:
Consumer called to report getting inaccurate results with meter. Needed to call ambulance because of low blood sugar symptoms. Reading was 59 - emt gave consumer's glucose to restore consumer's levels.